Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead reposition procedure. It was previously found that the rv lead exhibited decreased unspecified impedance and increased capture threshold. Chest x-ray was performed and confirmed rv lead dislodgement. During the reposition procedure, it was found that the rv lead helix failed to retract. Eventually, it was able to retract, but then, it failed to extend. The rv lead was explanted, and was replaced later on 11 jul 2024. Patient condition was recovering.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, but the reported events of low pacing impedance and unacceptable threshold were not confirmed. A full lead was returned in one piece for analysis. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cutting and cleaning the lead, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was isolated to blood and tissue in the helix region and over torqued of the inner coil. Electrical testing and specification measurement were normal with no other anomalies found.

Event description:
New information received notes that the right ventricular lead exhibited decreased pacing impedance. Patient condition was stable throughout the replacement procedure.